Event description:
It was reported that the distal connector of a clearlink system continu-flo solution set snapped off inside the hub while disconnecting from a smartsite extension set (non-baxter). The set-up was connected to a peripherally inserted central catheter (PICC) line. This issue occurred during use while removing the tubing from the IV port connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Potential lot #s: r22i05031, r21j06093, r22g16024, r22g25017, r22h23048. The expiration date of the potential lot # r22i05031 is 09/05/2027. The expiration date of the potential lot # r21j06093 is 07/10/2027. The expiration date of the potential lot # r22g16024 is 07/17/2028. The expiration date of the potential lot # r22g25017 is 07/25/2028. The expiration date of the potential lot # r22g25017 is 08/24/2027. Device manufacturer address 1: (B)(4). The potential lot # r22i05031 was manufactured on 09/06/2022. The potential lot # r21j06093 was manufactured on 10/07/2021. The potential lot # r22g16024 was manufactured on 07/17/2022. The potential lot # r22g25017 was manufactured on 07/26/2022. The potential lot # r22h23048 was manufactured on 08/25/2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.